Event description:
The arterial line has small bubbles.

Manufacturer narrative:
* This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 21, 2023. Upon further investigation of the reported event, the following information is new and/or changed: g6 (indication that this is a follow-up report) . H2 (follow-up due to correction and additional information) . H6 (identification of evaluation codes 11, 3331, 4114, 3221, 4315). Type of investigation #1: 11- testing of device from same lot/ batch retained by manufacturer type of investigation #2: 3331- analysis of production records. Type of investigation #3: 4114- device not returned. Investigation findings: 3221 - no findings available. Investigation conclusions: 4315- cause not established. The sample was not returned for evaluation; therefore, a thorough investigation could not be performed. However, in the additional complaint details it is stated that recirculation was conducted via av loop and bypass was re-commenced and no further bubbles were observed. A representative retention sample was obtained and set up in a circuit. The sample was circulated with a saline solution and no bubbles were noted. Without a returned device a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. Component code: 525 - tube. Health effect ¿ impact code #1: 2199 - no health consequences or impact. Health effect ¿ impact code #2: 4604 - delay to treatment/ therapy. Health effect ¿ clinical code: 4582 - no clinical signs, symptoms or conditions. Medical device problem code: 4062 - air/gas in device. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, there was a small bubbles observed in the arterial line on commencing bypass. As per the subsidiary, these bubbles were not observed during priming or prior to bypass. They came back off bypass as aortic clamp had not been applied and recirculated via av loop. Re-commenced bypass and no further bubbles observed. Gas exchange on bypass was as expected. Surgery was completed with no further issues. The product was not changed out; as they made an a-v loop and recirculated for about 10 minutes. No known consequence or impact to patient . There was a 30-minute delay in the beginning of the surgical procedure. Procedure was completed successfully.